Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical procedure, a bur broke while in use with the drill attachment. The customer reported that the psi was set too high on the pneumatic drill operating the drill attachment, causing the bur to break. There was no report of any device fragments falling into the surgical site. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.